Manufacturer narrative:
H.6. Investigation: twenty-three integra syringes in fully sealed blister packs confirmed to be from batch 8324870 (p/n 305270) were received and evaluated. All samples were removed from the packaging and visually inspected with the needle assemblies taken off. Twenty of the syringes were observed to have no visual defect. Two of the syringes were observed to have a small hub defects and one was observed to have slight flashing at the connection point on the syringe. A leakage test was performed and all samples. Four out of the 23 samples received were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the leakage at connection defect is associated with the assembly process. On all the samples that leaked there were small hub deformation that may have caused small channels for leakage. H3 other text : see h.10.

Event description:
It was reported that during use medication leaked at the connection site with a bd integra¿ syringe with detachable needle. The following information was provided by company reporter: it was reported that there was leakage from where the needle attaches to the syringe. The following information was provided by the initial reporter: when injecting medication it leaked out of where the syringe connects to the needle. The issue occurred multiple times on different dates but did not recall the dates. Customer stated that when a different syringe was used that was provided by their pharmacy the leak did not occur. He thinks the thickness of the medication may be the issue causing the leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use medication leaked at the connection site with a bd integra¿ syringe with detachable needle. The following information was provided by company reporter: it was reported that there was leakage from where the needle attaches to the syringe. The following information was provided by the initial reporter: when injecting medication it leaked out of where the syringe connects to the needle. The issue occurred multiple times on different dates but did not recall the dates. Customer stated that when a different syringe was used that was provided by their pharmacy the leak did not occur. He thinks the thickness of the medication may be the issue causing the leak.